Event description:
It was reported the patient developed staph two weeks after explant of device. It was noted the patient was on intravenous therapy for eight weeks.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951,serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 3998, lot# j0427865v, implanted: (B)(6) 2004, product type: lead. (B)(4).